Event description:
It was reported that the patient was in a rehabilitation facility when a nurse reported hearing a high alert tone and saw what appeared to be the patient's arm and abdomen twitching. On interrogation, it became apparent that the right atrial (ra) lead was not sensing or pacing. The ra lead exhibited non-capture at max output, high thresholds and undersensing. The right ventricular (rv) lead was sensing and pacing the atrium based on electrogram. The rv lead exhibited a high number of short v-v intervals, several non-sustained ventricular tachycardia (nsvt) episodes, and undersensing. Lead dislodgement of the leads was later confirmed by chest x-ray. It was further noted that the patient had likely dislodged the leads with aggressive arm movements. The therapies were deactivated, and the leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.